Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of six hurricane rx dilation balloons used during the same procedure and same patient. It was reported to boston scientific corporation that six hurricane rx dilation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the rx tunnel for all six devices detached from the catheter and got stuck inside the patient and scope. The rx tunnels were retrieved from the patient using forceps. There were no patient complications reported as a result of this event.